Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. The event of rupture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported "rupture and fibrosis" in left side, device has been explanted.

Event description:
Patient reported "rupture and fibrosis", ruptured in the left breast prosthesis¿, ¿capsular contracture¿, ¿left breast we observed focal area, where the patient palpates a nodulation¿, ¿mild and focal chronic inflammation¿, ¿also the risk of lymphoma anaplastic large cell (alcl), connected to these breast implants¿ in left side, device has been explanted. The device may have caused or contributed to the adverse event and therefore should be considered device related.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.